Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation. X-rays revealed the lead had migrated, and diagnostics revealed multiple low impedances. Reprogramming attempts were unable to fully achieve effective therapy. To address the issue, the physician repositioned the same lead on (B)(6) 2019, resolving the issue.